Event description:
It was reported that the patient experienced abnormal impedance prior to surgery and during surgery upon stimulation of the electrode. There was no response. Upon separating the lead, it appeared to have violation of the plastic housing of the generator such that there was accumulated blood within the connection between the lead and the generator. An attempt was made to clean the device off the blood, but it was not possible. To ensure adequate function, adequate contact, and duration of function, it was elected to place a new lead and generator. Patient outcome was recovered without sequela.

Event description:
It was reported that the healthcare professional removed lead and ins and wanted the products sent back to the manufacturer for analysis to check if components were faulty. The manufacturer's representative was not at revision nor had any additional details on patient's issue with the device. The patient did receive new lead and ins implant. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins, model#: 3058, serial#: (B)(4)), found no significant anomaly. It was noted that the setscrew was backed out too far. Ins output was tested at the distal end of a known good lead. Stable output was observed on each program as received on an oscilloscope. Each circuit was tested in reference to the #0 electrode on an oscilloscope with good stable output observed. There were no issues when pressing on the ins can. Analysis of the lead (model#: 3093-28, lot/serial#: unknown) found that the conductors in circuits 3 and 4 were broken 5.2 centimeters from the distal end. No shorts between the circuits were detected.

Manufacturer narrative:
Product ID 3093-28, lot # v526909, implanted: (B)(6) 2011; product type lead, product ID 3093-28, lot # v526909, implanted: (B)(6) 2011; product type lead, product ID 3037, serial # (B)(4); product type programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.